Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, an unknown error icon occurred. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of an unknown error icon was confirmed via data. A root cause could not be determined.